Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left circumflex (lcx) artery with 99% stenosis and was 28 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 32 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. At the time of event, the subject was on aspirin and ticagrelor. There was no action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
E1 initial reporter phone; (B)(6).

Manufacturer narrative:
E1 initial reporter phone; (B)(6).

Event description:
Promus premier china registry: it was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the distal left circumflex (lcx) artery with 99% stenosis and was 28 mm long, with a reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilation and followed by the placement of a 3.00 mm x 32 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. At the time of event, the subject was on aspirin and ticagrelor. There was no action taken to treat the event and it is unknown if an autopsy was performed. It was further reported that the residual stenosis was noted to be 10%.